Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was investigated and the issue was confirmed during review of the dms logs. The problem was also confirmed during investigation in-house. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. Msp failures were investigated, which determined the root cause of these failures to be sensor oxidation. This sensor has the same failure mode and additional investigation is not necessary for this complaint.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.